Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18941 - device 4 of 5

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue with 5 infusion sets adhesive on (B)(6) 2024. The infusion set fell off while being in use for 2-3 days while doing physical activity/sweating, swimming, or bathing. The issue was resolved by replacing infusion set and resuming insulin. No further information available